Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, the patient underwent endovascular treatment of a thoracic aorta, zone 2, using gore® tag® thoracic branch endoprosthesis. The tbe was used to treat proximal stent graft-induced new entry (psine), an aortic dissection arising from the proximal end of a previously implanted non-gore stent graft that had been implanted on (B)(6) 2025. Following deployment of the aortic component, balloon molding was performed, after which slight distal migration was observed. The side branch component was then deployed in the left subclavian artery. Thereafter, an aortic extender was additionally deployed proximally. Although the aortic extender was initially placed in the intended position, it subsequently migrated proximally, resulting in unintentional coverage of the left common carotid artery. Angiography demonstrated delayed blood flow in the left common carotid artery. As a corrective measure, a guiding catheter was inserted via cervical cutdown for placement of an additional chimney stent in the left common carotid artery. However, during manipulation of the guiding catheter, the previously deployed aortic extender was inadvertently displaced into the ascending aorta. A second aortic extender was then deployed immediately below the left common carotid artery without any issues. The first aortic extender, which had migrated into the ascending aorta, was repositioned slightly distally by using a balloon. The procedure was completed after confirming adequate blood flow to the left common carotid artery and the absence of endoleak. The patient aorta was reported to have a tapered morphology. In addition, a beak configuration was noted at the proximal end of the previously implanted non-gore stent graft. The physician mentioned that the aortic extender was in the intended position right after deployment; however, it gradually migrated in the proximal direction thereafter.